Event description:
I am/was part of a study for sacral nerve stimulator by medtronic for fecal incontinence. From the time of implant, until different surgeon corrected the problem surgically, I experience severe torquing of the leg and foot, lack of coordination in the right leg, intermittent rectal bleeding, pain in my back near the spine as well as near the battery pack, infection at the surgery site, abscesses, and the device malfunctioned twice-requiring medtronic to reprogram, as all settings were lost with no explanation. I complained repeatedly to the head of the study at the university, but he would not take my complaints seriously or talk about doing surgery to correct the side effects of the device, until I consulted another surgeon whose name was given to me by medtronic. Faced with that, at a follow-up visit, dr talked about "maybe" doing surgery, but stalled for several more months, saying he was waiting on medtronic. Medtronic said, that they were not waiting on him. So far a year and a half, I suffered the above mentioned symptoms, as well as loss of sleep, except when the device was turned off. I am almost certain that dr's office has not accurately reported all of the adverse affects of the device. Another surgeon in 2007, conducted surgery on me taking away the adverse affects of the device. I suffered unnecessarily for a year and a half because "someone" wanted to show success of the device, at the cost of the pt's, welfare. Dr's lack of pt care was inhumane. FDA should look very closely at the results of this study. Temporary implant in 2006, permanent implant one month later at hospital. Thank you. Temporary implant date one month earlier in 2006. Symptoms started with temporary device. Permanent implant date one month later. Both by dr. In 2007, device surgically adjusted by another dr. And adverse side effects taken away. Dates of use: 2006 - 2007. Diagnosis or reason for use: fecal incontinence. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.